Manufacturer narrative:
(B)(4). Conclusion: representative samples of the returned product were tested for knot pull tensile strength and test in vitro. The results obtained were in conformance with the requirements.

Event description:
It was reported that a patient underwent an eye lid surgical procedure on (B)(6) 2011 and suture was used. The patient noticed that the wound was opened and the suture was broken. On (B)(6) 2011, the sutures were removed because of cutaneous suture breakage and the patient was treated with sterdex.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch xj8dqwm0. Batch za8cpbm0. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.